Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). There were multiple lesions located in the left main (lm) artery and ostial circumflex artery. The physician used a 7fr introducer sheath, jl4 guide catheter and a choice pt guide wire to access the lesion. The choice pt wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed one run at low speed, but during that run, the oad appeared to jump distally through the lesion in the lm artery. As the physician retracted the device back proximally, it got stuck in the circumflex lesion. The physician turned the oad off, but was unable to pull it back proximally. The oad was turned on and the physician spun the device out of the lesion. At this point, angiography revealed a perforation and the patient status declined. The patient was intubated and the oad was removed. The physician deployed a covered stent across the perforation and it was successfully resolved.